Event description:
A cartridge alarm was reported by the caller. A specific blood glucose level was reported as not exceeding 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The customer experienced issues with consecutive cartridges, leading to a decision by technical support to replace the pump. Additionally, the customer showed interest in obtaining an out-of-warranty loaner pump.